Manufacturer narrative:
(B)(4): product evaluation: analysis found that the distal part of the curette is broken. The fragment was not returned but it was recovered during surgery. No material of manufacturing defect was found. However, the finishing of the instrument does not seem identical to the original finishing. The breakage of the distal part of the curette is in all likelihood due to the normal wear of the instrument, which is more than five years old. Moreover, this instrument has possibly been maintained by an external contractor, which may have weakened it. The IFU stipulates that the user should not "try to modify the instrument".

Event description:
It was reported that "during an intervention for otosclerosis on a (B)(6) patient, the tip of the reusable ring-shaped curette broke. The metallic tip of the device could be recovered". There was no patient impact.